Manufacturer narrative:
The biomedical engineer (bme) reported that the one of their bedside monitors was discharged after waking up a patient. He wanted to know if there was any reason that the bedside would discharge a patient on its own. Tech support (ts) informed them that there should not be any reason for the patient to get discharged. It is possible that it was a user error and that somebody had discharged the patient from the cns or at the bedside monitor. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station model: cns-2101a sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that one of their bedside monitors was discharged after waking up a patient. He wanted to know if there was any reason that the bedside would discharge a patient on its own. Tech support (ts) informed them that there should not be any reason for the patient to get discharged. It is possible that it was a user error and that somebody had discharged the patient from the cns or at the bedside monitor. No patient harm was reported.